Event description:
It was reported that a couple months prior, the patient had a problem with the personal therapy manager (ptm). The ptm would not communicate with the pump because the pump was flipped over. The patient went to the emergency room (ER) and they gave the patient a shot and on the following day the patient went to their health care professional¿s office and the health care professional flipped the pump back around. The pump was used to infuse an unknown type of drug at the time of event. No interventions, patient symptoms, or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).